Manufacturer narrative:
Product analysis #(B)(4): equipment used: vis (m-78210), 203cm ruler (m-83360) document used: n/a as found condition (condition of returned device): an axium prime coil was returned for analysis within a shipping box; within a sealed biohazard pouch; within an opened axium prime coil inner pouch and within a dispenser track. The axium prime was returned within introducer sheath. Visual inspection/damage location details: the axium prime coil pushwire was found to be kinked at ~3.2cm and bent at ~11.2cm from proximal end. The axium implant coil was found to be already detached and returned. The implant coil was found to be stretched and damaged. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was confirmed. There was no reported issue pushing the axium prime coil out from within the introducer sheath. Therefore, it is possible the axium coil became damaged upon removal from within the introducer sheath; however, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil was stretched. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 4 mm and neck diameter 2 mm. The patient¿s vessel tortuosity and blood flow was normal. The surgeon selected apb-1-2-3d-es embolization. The spring coil was stretched during the operation, and the surgeon requested a replacement and retained the sample. There were no patient symptoms or complications associated with this event. Additional information received reported that the cause of the coil stretch was not determined. There were no issues that resulted in the damage that was found.